Manufacturer narrative:
A ge oec service representative investigated the issue and found that the system needed a single board computer (sbc) upgrade. The sbc was upgraded with all associated components. The system was tested, and operates as intended. The system was released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No negative patient effect was caused by this malfunction.

Event description:
The ge oec 9800 fluoroscopy system had a communication failure. The system was removed from service. No patient involvement.